Event description:
In 2003, one of the is1200 systems shut-down due to an error code fault, and there were subsequent persistent faults with the same error code. This malfunction occurred prior to starting a surgical procedure and there was no adverse event.